Event description:
It was reported that patient had original inflatable penile prosthesis (ipp) implant procedure on 1999. Patient underwent a replacement procedure of that device in 2008, when a new ipp consisting in 18cmcx, 3cm rte and 100ml reservoir was implanted. On 2019, patient underwent a new replacement procedure to explant his ipp due to device not inflating since october. A rupture at left cylinder was found. All components were explanted and a new ipp consisting in 18cmcx, 3cm rte and a conceal100ml reservoir was implanted. No adverse patient effects.